Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer stated that she was vomiting and felt very sick. The blood glucose reading was too high for the glucose meter to read. The customer stated that she was taken off the insulin pump while she was in the hospital. The customer was put back on the insulin pump and her blood glucose levels elevated again. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer stated that the doctor wanted the insulin pump replaced. Advised the customer that the insulin pump would be replaced per the doctor's recommendation.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.